Event description:
It was reported that patient presented with nonunion so doctor removed gamma and proceeded to different nail.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Additional device 3060-0085s lag screw, ti gamma3 - 10.5x85mm lot# k894800.